Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. The battery compartment and cap were undamaged and were able to fit securely. The pump cover was removed to find the eeprom components was cracked. An eeprom failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.